Event description:
It was reported by the respiratory therapist that the "unit shut down while on patient. No patient harm; patient has backup vent. Unit did alarm briefly then unit completely shut down." Additional information received from the clinical manager states, "while connected to patient, vent in use for approx. 3.5 hrs prior to failure. No adverse consequence to patient as patient spouse immediately aware of issue and exchanged vent." No allegation of vent malfunction causing patient harm. Reportedly. Unsure if the inop alarm was activated. Other alarm messages displayed: audible alarm: briefly as reported by mother of patient. Vent inop light observed by rt, no menuber.